Event description:
It was reported that during an unknown procedure, it was observed that a few staples formed with irregular shapes and anastomotic site was oozing after firing. They used compression hemostasis to stop oozing. There was no patient consequence nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
(B)(4) date sent: 3/24/2026 d4: batch #unk. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples how was the bleeding controlled? Compression how much blood was lost (ml)? Unknown did the patient require a transfusion? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/8/2026. D4: batch #303c25. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60t reload was received with no apparent damage, with an opened package, and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 303c25, and no non-conformances were identified.